Event description:
On 10/26/94, at 14:45, blood from oxygenator noted to be dark, at 14:50, abg results were obtained. At 14:51, pt was taken off cpb and at 14:54, oxygenator changed. Following cardiac bypass surgery pt remained gravely ill and was supported on pressors, iabp. Pt expired on 10/27/94. Pt's death does not appear connected to this event.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.